Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation, suture sleeve and conductor coil were found squeezed and damaged 11 cm distal to the is-1 connector pin. These damages are assumed to be the root cause of the clinical observations and probably occurred while tightening the suture sleeve to the lead body during the implantation procedure. Furthermore, several cuts into the insulation were found. These cuts probably resulted from the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to insulation damage. Upon opening the pocket, it was observed that the fixation sleeve was fractured in half, and there were also marks from the suture sleeves on the outer lead insulation.